Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000576r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000577, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000229, serial/lot #: -, ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the imaging system. The charger/discharge and booster boards were replaced. Both of these had signs of electrical damage. The supply and starter board were also replaced. The system then performed as intended. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was down and it would not perform a 3d spin. The case was delayed about 10 minutes before the surgeon decided to abort the surgery because of this issue. Both manufacturer navigation and imaging were aborted. The patient was affected since a spine clamp had been secured to the patient's spinous process unnecessarily, and they had been exposed to one spin that was not used. Patient affected.  No further information available.

Manufacturer narrative:
H3: analysis was performed for product bi71000577, lot number s1708oes rev. G. It was reported that there was no fault found. The pcba (printed circuit board assembly) supply board was installed in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product bi71000229, lot number s1703foz rev. A. It was reported that visual inspection confirmed damage pcba. There were electrically overstressed components and pcba. Codes b01, c02 and d02 are applicable to this analysis. H3: analysis was performed for product bi71000576r, lot number s1709ooi rev. C. It was reported that there was no fault found. A starter was installed in an imaging test system. The system readied and booted. Several 2d and 3d images were performed and were successful. No errors were observed while testing. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product bi71000230r, lot number s1708lxk rev. B. It was reported that visual inspection confirmed electrically overstressed infineon. There were shorted diodes. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.